Manufacturer narrative:
(B)(4). Batch n93g1l. The device was returned with the tissue pad detached. The tissue pad was returned. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) the tissue pad developed a groove and after the device was removed from the patient the tissue pad fell all the way off. This occurred outside the patient. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes, the tissue pad detached completely while outside the patient. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No, the device had been activated numerous times, but always with tissue in the jaws.

Event description:
It was reported during a laparoscopic cholecystectomy, the tissue pad melted and completely dislodged from the device. It did not fall into the patient. A second like device was used to complete the procedure with no patient consequences reported.